Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. The device was not in clinical use at the time of reported event. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and checked with the customer that the monitors in the exam room and control room were blank upon system activation. Upon troubleshooting actions, the customer reported performing multiple restarts, which ultimately resolved the issue. The following day, the remote service engineer (rse) checked with the customer once more, but no issues were found. After multiple restarts, the system was returned to use in good working order.